Event description:
A malfunction on a pump was reported by a caller, with no notable events occurring prior to the issue and no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.